Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient reported they were implanted with a rechargeable device and were told they only needed to charge every couple of days however they have to charge every day and the stimulator will just cut off. Patient stated the device has helped with pain however they were disappointed with recharging. Patient voiced frustration. [See omitted information in (B)(4) - ins replacement].

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They said the cause of the recharging more often than expected/stimulation cutting off was already explained. The manufacturer representative (rep) finally adjusted it (4th).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.